Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the sieve is saturated. Associated malfunction for this device: valve manifold contaminated, muffler clogged, regulator leaking, filters missing.